Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that there was a kink at the anchor. It was noted that the patient¿s healthcare provider (hcp) decided to replace the spinal segment. It was reported that the actions required as a result of the event included a revision. It was noted that the product issue was resolved. It was noted that diagnostic testing and troubleshooting was not required. It was reported that the cause of the issue was selected as unknown or not applicable. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that the patient symptoms included increased spasticity. It was noted that the location of the issue or symptom was the catheter track. It was reported that the pump was used to infuse baclofen, type unknown. Additional information has been requested, but it was not available as of the date of this report.